Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. All available information was investigated and a cause for the reported migration and the single leaflet device attachment (slda) cannot be determined. The reported difficulty grasping appears to be related to patient conditions and the inability to open the clip appears to be likely related to procedural circumstances. Mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following additional information was received: it was noted restricted posterior leaflets during the initial procedure. Then it was confirmed that post clip deployment, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician stated that chordae possibly caused the slda, but this cannot be confirmed. On (B)(6) 2021, mr had increased to 4. The patient was readmitted and underwent a second mitraclip procedure to treat the slda and recurrent mr. Two additional clips were implanted, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to open clip and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted three not very remarkable indentations and a2/p2 jet not very long posterior leaflet. A clip delivery system (cds) was advanced to the mitral valve, and the clip was placed, reducing mr. However, grasping both leaflets with the clip was difficult. Then when removing the lock line, mr started to increase. An attempt was made to re-position the clip, however the clip would not open. Therefore, the clip was deployed as is. The clip was deployed on the anterior leaflet, but only a little bit on the posterior leaflet indicating the clip partially moved but remained stable on the leaflets. A re-do procedure to treat remaining mr will be planned in the future. The patient is stable and discharged. One clip was implanted, reducing mr to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.